Manufacturer narrative:
The insulin pump was received with pump error and unresponsive buttons due to corroded keypad flex tail traces at keypad connector. Unable to perform displacement test due to unresponsive keypad buttons. The pump had cracked battery tube threads, cracked case at corner of the belt clip rails, minor scratched lcd window and cracked select button keypad overlay. The pump had corroded electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.